Event description:
This spontaneous report of a non-serious, unlabeled event (rash) is being submitted as a 10-day report. A female consumer reported that she received injections of restylane injectable gel (injectable dermal filler) into her upper lip and above the lip in 2008. Medical history included 2 previous restylane treatments (2007, 2008, approximately 6 months apart) in which cold sores developed post treatment. Concomitant medications were not reported. On an unspecified date approximately 1 week post injection, the patient's face became dry (dry skin) and pink. The next day the patient developed a severe red (erythema) blotchy rash (rash) all over her face. Her face was itchy (pruritus), and swollen (swelling face), one of her eyes was swollen shut and her lip were swollen (implant site swelling). The patient applied an unspecified "facial lotion" (ingredients included shea butter, jojoba, aloe vera) she had on hand and stated it made the symptoms worst. The patient was seen by a plastic surgeon (not the injecting physician) who prescribed atarax (hydroxyzine) and an oral steroid dose pak. The symptoms resolved within a day or two. The patient reported the physician stated the rash was probably caused by the restylane, though it was unusual for it to develop a full week after the treatment. The event was recovered as of the date this report was received. The lot number and expiration date were not reported.